Manufacturer narrative:
Manufacturer's investigation conclusion: log files from the system controller (serial number (B)(6)) were submitted for analysis in association with the reported patient death. Submitted log files from the system controller were reviewed from the reported event date. A driveline disconnect consistent with the end of patient support was captured. The system appeared to operate as intended. The reported event and subsequent investigation did indicate any issues with the system controller. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 8 of the IFU, ¿equipment storage and care,¿ and section 6 of the patient handbook, ¿caring for the equipment,¿ addresses how to properly care for, maintain, and store the equipment like the system controller for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away at home. Log files were sent for review. The event log file was normal until (B)(6) 2025 at 1:36:11 when the flow dropped to 1.9 lpm. The flow gradually decreased until 6:17:55 when it reaches 0.0 lpm. At 6:45:34 the driveline was disconnected and the pump stopped. The periodic log file was set to capture data at a 24 hour interval with a data capture time at 7:37. The periodic log did not contain data from (B)(6) 2025. The pump was operating as expected in this set of log files.

Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.